Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path despite this damage. The ratchet gear teeth were found damaged, although the cause of this damage could not be determined. The hook talon was found misaligned resulting in timeouts in pulse width, however, it cannot be determined if this misalignment caused the damage found on the ratchet gear. The rotational sensor data showed that the gear was still able to rotate despite these defects, and fluid was able to flow through the fluid path as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The user reported that the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.